Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer was hospitalized due to a blood glucose level of 576 mg/dl. The customer was treated with intravenous insulin and saline and was discharged on (B)(6) 2023 with no permanent damage. It was reported that an occlusion alarm occurred. Customer changed pump supplies to address the issue.